Event description:
Manta closure device failed to deploy correctly. Manual pressure was applied while alternative closure method utilized. Patient became briefly hypotensive and required ICU admission following event. Manufacturer response for manta vascular closure device, manta vascular closure device (per site reporter). The part number which is 2156. The reps were present for the case and are aware of the malfunction. They are asking to have the product back once we are done with it.